Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while stapling the division of stomach, the surgeon was able to press the green button but the device did not fire. Another device was used to complete the procedure. There was no patient injury.